Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event that the receiver ceased to function could be confirmed. The root cause was determined to be moisture damage.